Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:28:29. During night drain cycle one, the patient's ultrafiltration reading was 808ml, indicating the home patient (hp) drained 808ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be a false empty detect at initial drain cycle and the I-drain alarm volume was met. Should additional information become available a supplemental report will be submitted.